Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had difficulty loading multiple cartridges onto the pump. Reportedly, the cartridge would not "slide down correctly", and the cartridge would "stick out". Custom had elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer administered a manual injection to address elevated bg levels. Customer has manual injections as alternate insulin therapy.